Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to product performance issue. Additional information received indicated that this lead exhibited high pacing threshold. No additional adverse patient effects were reported.